Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Patient's other blood glucose value: 100 mg/dl. Although the battery of the pump was replaced many times, the pump did not start to work. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display problem isolated to the board. Unable to verify unexpected battery power loss due to blank display. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.